Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken battery tube threads. Cracked case display window corner. The p-cap does not locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.